Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files and the reported event of damage to the power leads was confirmed via a customer submitted image. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (16jul2021 ¿ 18jul2021 per time stamp). Atypical power cable disconnect alarms were intermittently active coincident with rsoc invalid faults throughout the log file. These alarms occurred between 16jul2021 at 11:42:15 to 18jul2021 at 03:05:44. These alarms occurred on the black power lead while connected to battery power or the mobile power unit (mpu). There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the power cable disconnect alarms resolved and if anything would be returning for evaluation; however, no response was received. A customer submitted image, confirmed kink power leads on the system controller. The root cause for the reported events were unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 23mar2020. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states to not bend, twist, or kink the power leads of the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent power disconnect alarms from the black power lead of the system controller. They were admitted into the clinic overnight. The next morning a controller exchange was performed. There were no other ventricle assist device (vad), heart failure (hf), nor functional-related complications. Both controller leads appeared to be compromised. The controller exchanged successfully without incident. A review of the log file revealed random power cable disconnect events on both battery power and the mobile power units (mpu). The compromised power leads may have contributed to these alarms.